Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a pt was experiencing glare and a decreased visual acuity due to dysphotopsia. The iol was exchanged. In a f/u, it was reported that the glare has subsided post exchange.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The optical resolution/focal length were acceptable. The product was damaged. The optic had a small cracked area. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/11/2010 by phone, fax, and mail. Medical records were received on 01/21/2010. A completed questionnaire was rec'd on 02/02/2010. (B) (4). (B) (4).